Manufacturer narrative:
The technical evaluation will be performed when the device is returned to manufacturer. The results of the evaluation will be provided in the supplemental report.

Event description:
Boston scientific has become aware of the following event: the ivus procedure was executed in post cypher stent implantation. During catheter withdrawal, the imaging catheter was stuck at proximal of the stent. The lesion was located in 99% stenosis and calcified in lad proximal. Finally, the catheter succeeded in pulling out from the pt's body.